Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 800 mg/dl. Customer was vomiting all night. Hospital treated with IV insulin and fluids. Customer was in a coma and suffered a heart attack. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.